Event description:
A malfunction was reported on the pump. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, provided pump reset information, and instructed the customer to call back if any malfunction code recurred. The customer acknowledged and understood the instructions and was able to continue using the pump.